Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical service engineer (tse) explained to the clinical sales representative (csr) that it was a temporary inconsistency between software and physical position. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Based on the information provided, the root cause of the reported issue with the endoscope image being reversed during training is attributed to a temporary inconsistency between the software and the physical position of the endoscope. This inconsistency was resolved by restarting the system and resetting the "guide tool change" by pushing the clutch button. The issue was not due to a hardware failure but rather a software synchronization problem, which was effectively addressed through the troubleshooting steps provided.

Event description:
It was reported that during a training of the da vinci system, the 30-degree endoscope plus instrument's image was reversed. The clinical sales representative (csr) had already fixed that issue by restarting the system. Technical support engineer (tse) advised the csr to remove the endoscope, and install the endoscope after reset the ""guide tool change"" by pushing the clutch button. Tse explained that it was a temporary inconsistency between software and physical position, and they understood it. The system was working fine now. There was no report of patient involvement.